Manufacturer narrative:
Device not returned.

Event description:
A report was received that the patient was not receiving therapy needed from the sacral leads. X-ray indicated that the leads had moved. The patient underwent a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50. Serial/lot: (B)(4). Description: linear 3-4 lead 50 cm. Additional information was received that the leads were repositioned and the patient was doing well post-operatively. Device remains implanted.

Event description:
A report was received that the patient was not receiving therapy needed from the sacral leads. X-ray indicated that the leads had moved. The patient underwent a revision procedure.

Event description:
A report was received that the patient was not receiving therapy needed from the sacral leads. X-ray indicated that the leads had moved. The patient underwent a revision procedure.